Manufacturer narrative:
The device history record review could not be performed since no lot number was provided. The device was received for evaluation and the reported condition has been confirmed. A corrective and preventive action has been initiated to address the reported issue.

Event description:
The customer reported that after multiple connections/disconnections, the rubber y portion began to tear and leaks. Per additional information received, the tube was replaced and the patient is fine.